Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with micro-line straight. It was reported that the handpiece heated. There was no patient harm. Additional information was not provided nor available / was not available. The adverse event/malfunction is filed under (B)(4). Involved components: gd450m micro-line straight (500470420); gd460r spray nozzle (500470421).

Manufacturer narrative:
Manufacturing site evaluation: we did receive the handpiece for investigation together with a gd460r spray nozzle in a decontaminated condition. Investigation: the investigation has been carried-out by the aesculap technical service (ats). The complained product was manufactured in 2019. Optically, the device is in a good condition. No abnormalities can be found with the naked eye. During the functional testing, running (scratching) noises could be detected. It was possible to clamp a tool, but the handpiece got warm after a short amount of time. After the disassembly, corrosion and staining could be found at the ball bearings and the tool locking. These deviations may occurred due to an insufficient maintenance (oiling) within the hospital. The enclosed spray nozzle does not show any abnormalities and is according to the specification. Batch history review: the traceability of articles without batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer (backtrack). In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records (DHR - device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause: the failure is most probably maintenance related. Rationale: refer to investigation. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.